Manufacturer narrative:
Note: the healthcare provider/facility is listed as - (B)(6). The product has not yet been returned. Further information was requested but no additional information was available at this time.

Event description:
It was reported that the patient passed away (B)(6) 2025 allegedly due to failure of the implantable cardioverter defibrillator (ICD) to detect arrhythmia and deliver shock, which reportedly could have prevented cardiac arrest. The associated right ventricular lead is included in this report.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.